Event description:
It was reported that the leads were having high impedances. It was also noted that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively. The explanted leads were discarded as per the policy of the facility the old product will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 19013117/19013117.